Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous superficial femoral artery. A 6.0 x 80 mm supera peripheral stent system was used. However, during deployment, when the thumb slide was moved forward, the stent only partially deployed as the stent was not connecting to the stent driver. The stent was then pulled back and elongated less than 10%. The stent then engaged with the stent driver and fully deployed in the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported difficulty to deploy, physical resistance and material deformation were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The reported elongation of the stent was a result of the device being pulled back as it was not fully deployed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.